Event description:
Doctor was repairing a perineum laceration after a spontaneous vaginal delivery and the needle broke in half during the repair. Doctor was unable to find the needle and an x-ray was done. Needle was found and removed.